Event description:
It was reported that on the third inflation, the pta balloon ruptured at 20 atm. Reportedly, the pta balloon became difficult to deflate and could not be withdrawn from the introducer sheath. Both the pta balloon and the introducer sheath were removed simultaneously from the pt. There was no report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The device was returned for evaluation. The sheath did not contain any anomalies. The catheter shaft did not exhibit any kinks. There was torn pebax on the proximal cone of the balloon that was bunched towards the proximal balloon glue joint. The balloon was examined closer under magnification (microscope). A longitudinal rupture was located approximately 6.0mm from the proximal balloon glue joint and measured approximately 3.0mm in length. Due to poor sample condition (ie. Balloon rupture), the balloon could not be tested for deflation issues. The balloon was then retracted from the introducer sheath with no resistance. Once outside the sheath, a 0.035in guidewire was inserted through the balloon catheter lumen and an attempt was made to re-insert the balloon through the sheath. This was successful. Therefore, under laboratory conditions, the sheath compatibility passed with no issues. Conclusions: the complaint investigation is confirmed for a longitudinal rupture on the proximal cone of the balloon. However, the investigation is inconclusive for balloon deflation and retraction issues. It was reported that the physician was not able to deflate the balloon and that resistance was encountered upon balloon retraction from the sheath. It is possible the deflation issues were caused by the ruptured balloon. Also, when the balloon is not fully deflated it can cause retraction issues as it is removed from the introducer sheath. However, the definitive root cause for the reported deflation and retraction issues is unk. The current IFU (instructions for use) states: warning: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.